Manufacturer narrative:
The pt info provided corresponds to the technologist that got injured. A ge healthcare field engineer was on site and evaluated the device and operational environment. The device performed according to specifications. He noticed nothing unusual about the strap configuration and the cradle condition following the incident was fine. Also, table functionality was within normal parameters, specifically, height above the floor in the lowest position. Table operation during scanning was also normal and no issues while testing pt loading functionality were detected. The strap involved in the incident is (B)(4) was made per specifications and it is consistent with the design. The product labeling (technical reference manual) was reviewed for any warnings, and no specific warning on loading or unloading in the product was found. Even without a specific warning in the labeling, the user should have been aware of the physical location of the straps as they unstrapped the pt. The determination is the incident was caused by a lack of attention by the technologist unstrapped the pt, therefore, should have been aware of the physical surroundings, thus this is considered user error. No further actions are planned at this time.

Event description:
It was reported that while assisting a heavy patient from the table after an exam on a lightspeed vct with the table at the lowest position, a technologist got her foot caught in the loop at the end of an overhanging pt positioning strap and fractured her hip. The pt strap was unlatched by the technologist and attached to the table, hanging just above the floor level with the table in its lowest position following the pt scan. The technologist then walked around the table to assist the pt into their wheel chair when her foot caught on the loop at the base of the strap. As a result of the accident, the technologist had to have her hip replaced.